Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 10 tubes were overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 10 tubes were overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on 12-aug-2025. Investigation summary: bd received 288 samples for investigation. Upon visual inspection, no issues were identified in these samples. A functional test was performed on 10 of these samples, and all tubes met the specification limits. Additionally, 100 retained samples were inspected and no visible defects were found. A functional test was conducted on 10 of these retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.